Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was treated with an ovation on an unknown date. At the conclusion of the procedure, the patient left the operation theatre with a type ia endoleak, the endoleak spontaneously resolved during a maximum of 3-months of follow-up. The patient was treated with anticoagulant. Info came from a publication and no additional info was made available.